Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse inspected the unit and checked the event log and confirmed the failure. So, in order to fix the issue, replaced the power supply. The fse performed functional checks according to service manual and the unit was returned to the customer

Event description:
It was reported that after start up, the cs300 intra-aortic balloon pump (iabp) unit had an error code 7. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields; b4, d8, g1, g3, g6, h2, h11.

Event description:
N/a